Event description:
The customer reported that there were missing alerts and missing audio.

Manufacturer narrative:
(B)(4): the customer reported that there were missing alerts and missing audio. The initial investigation revealed that a super-user at the hospital had disable the alarms. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.